Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that, upon reprogramming the patient for new programs, an impendence test was preformed and the clinician programmer showed to avoid electrodes 6 <(>&<)>12 reporting an impedance of 180. There were no known factors that may have led to the issue and the patient was still receiving paresthesia with the stimulation with the 6 <(>&<)>12 contacts being used. The rep said the new programs created and the patient was receiving stimulation in the needed areas of pain. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.